Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a hemodialysis shunt of the non-calcified, severely tortuous left brachial vein. The physician attempted to predilate the lesion with a sterling otw 6.0 x 40/40 (4f) balloon. The balloon was inflated 3 times at 14 atms, however, after the third inflation the balloon ruptured. The balloon was removed intact from the pt. The procedure was successfully completed with another of the same device. No post procedure complications were noted and the pt's status was reported as "good."